Event description:
It was reported that there had been a lot of issues with this left ventricular lead and associated device. The caller noted that the lead was fractured. Records indicate that the lead was surgically abandoned. No additional adverse patient effects were reported.